Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error code for end of life (eol). This s-ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.